Manufacturer narrative:
Cloud data for the period of 27jul2025-28jul2025 was downloaded and reviewed. Cloud data showed that multiple boluses were delivered on the night of 27jul2025. The data showed that each bolus was based on an blood glucose value entry from the sensor and was correctly calculated based on the inputs, the user's settings, and the sensor trends at the time of the boluses. Without log files, it could not be determined if interaction with the controller occurred to deliver these boluses, as the cloud does not contain logging of controller interactions. The exact cause of the reported uncommanded bolus could not be determined. Review of the patient history buffer (phb) data for this period found that the pods used were paired with an abbott freestyle libre 2+ sensor. The phb data showed stretches of missing sensor values on the night of 27jul2025 and the morning of 28jul2025, indicated by the estimated glucose values (egvs) of -2 and -1. Egvs of -2 indicate temporary sensor issues with the libre 2 sensor. Egvs of -1 indicate connection issues between the pod and the sensor. The system responded appropriately to the missing sensor values, transitioning the system to automated mode: limited after four continuous cycles (~20 minutes) of missing values, and generating a missing sensor values reminder after 1 hour of missing sensor values. While in automated mode: limited, the system correctly delivered safe basal, the lower of the user's manual basal program and adaptive basal rate. The exact cause of these pod-sensor connection issues and temporary sensor errors could not be conclusively determined from the cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Nurse at (B)(6) reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. Patient reported connection issues between the sensor and the pod during start up. When the patient got it started, the blood sugar was higher than expected and the patient took a bolus dose as suggested by the pod. The patient fell asleep for the night and woke up surrounded by emergency medical technicians. Throughout the night the patient's blood glucose levels were reading 20.6 mmol/l (370.8 mg/dl), 15 mmol/l (270 mg/dl) and then dropped to "low." Patient reportedly convulsed, had cramps and was transported to helsingborg hospital. The nurse checked glooko and stated 3 or 4 boluses have been given during the night, which the patient is not aware of.